Manufacturer narrative:
Follow-up # 2. The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
In settings mode issue. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the issue began on (B)(6) 2015 at 4 pm. The patient manages their diabetes with diet and/or exercise alone. The patient confirmed that they did not make any changes to their usual diabetes management regimen in response to the alleged product issue. The patient claims they developed symptoms of "hot sweaty" 2 hours after the product issue. The patient denied receiving medical treatment due to the product issue. No other device was used. At the time of trouble shooting, the cca confirmed this was not the first time the product was being used. The cca walked through a retest with the patient and the issue was resolved. Replacement products were sent to the patient. This complaint is being reported because the patient allegedly developed symptoms suggestive of a serious injury after the alleged issue began.

Manufacturer narrative:
Follow up #1. This supplemental was submitted to correct the first paragraph of the incident description. On (B)(6) 2015 lay user/ patient contacted lifescan (lfs) and alleged their one touchultra 2 had a testing in settings mode issue. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the issue began on (B)(6) 2015 at 4 pm. The patient manages their diabetes with diet and/or exercise alone. The patient confirmed that they did not make any changes to their usual diabetes management regimen in response to the alleged product issue. The patient claims they developed symptoms of ¿hot sweaty¿ 2 hours after the product issue. The patient denied receiving medical treatment due to the product issue. No other device was used. At the time of trouble shooting, the cca confirmed this was not the first time the product was being used. The cca walked through a retest with the patient and the issue was resolved. Replacement products were sent to the patient. This complaint is being reported because the patient allegedly developed symptoms suggestive of a serious injury after the alleged issue began.